Event description:
It was reported to siemens that a pt's CT exam was lost when the CT system attempted to communicate with the power injector. It was reported that the pt was pregnant and had to be re-scanned as a result. The second exam was also lost when the same issue with the CT system and power injector recurred. The pt was referred to another hospital facility where she was successfully re-scanned. Siemens has no further info as to the pt's status at this time. Siemens is unaware of any adverse effects to the pt or the unborn fetus.